Event description:
It is reported that the pt experienced dislocation of her hip prosthesis.

Manufacturer narrative:
Info was rec'd from a consumer who is not required to complete form 3500a. Eval summary: dislocations can occur for a variety of reasons some of which are; unsatisfactory placement of the component parts. This may have led to impingement at various interfaces: neck/liner, shell/bone, and/or neck/shell which may have led to dislocation. Extent of component stability. If components that were not matched for the pt requirements were used, this may have increased the instability of the joint, which may have led to dislocation. Extent of soft tissue tension. Inadequate soft tissue tension and/or poor functional muscles around the hip may have not been able to provide functional support to the joint, which may have contributed to dislocation. Pt behavior. Shock events such as a fall can result in dislocations. W/o further info, it is not possible to conclude a root cause for the pt's dislocations. Eval codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened.